Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found the helium tank high pressure regulator assembly to be loose in the bushing regulator housing and he tightened down the regulator to the bushing housing. The fse found tacky fluid on the tank bushing, cleaned the surface and replaced the tank bushing with the customer's spare stock. The fse found the external ECG to be noisy and tightened the nuts on both jacks. The iabp service was completed with calibration, safety, and functionality checks to factory specifications. The iabp was then released back to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had gas loss, autofill failure, and waveform issues. The circumstances of the event are unknown, however, it was reported that there was no patient involved. No adverse event has been reported.